Event description:
Related manufacturer reference number:2017865-2022-08865. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead and atrial lead exhibited low pacing impedance. High threshold and low sensing was also noted on the right ventricular lead. Both leads were explanted and replaced. The patient was discharged.

Event description:
New information received notes that the atrial lead exhibited noise.

Manufacturer narrative:
The reported events of noise and low lead impedance were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual inspection of the lead found an external abrasion breaching the insulation exposing the outer coil distal to the suture sleeve tie down impression. The cause of the reported events was due to external insulation abrasion which is consistent with friction to another device or features of the heart.